Event description:
Boston scientific received information that during a routine follow-up this right ventricular (rv) lead displayed a loss of capture (loc) at maximum outputs and pacing was not being delivered as expected. A lead revision was performed the lead was capped and surgically abandoned. A new lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.